Event description:
A physcian from india reported a man who required explant of ceeon lens model 811c due to a visual disturbance. Initial implant of the iol was done on 9/24/1997 in the right eye. Since that date, he complained of "feeling circles around objects" occurring especially at night. The 811c was explanted (date unknown) and replaced with a heparin surface modified lens. The pt's visual problem resolved.